Event description:
The customer reported that while the unit was in use on a patient, the pump shutdown and displayed a "low vacuum" message. The unit was removed from the patient. No patient injury reported.